Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. The caller stated that high blood glucose was experienced in the last few days without any need for medical intervention. The caller declined replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.